Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts and a bolus button defect. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response and required multiple presses to evoke a response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.